Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection confirmed insulation damage where the rate-sense coil is exposed at approximately 26 cm from the is-1 pin. This type of damage is most likely caused by entrapment in the clavicle/first-rib region.

Event description:
Boston scientific received information that this right ventricular lead displayed decreased thresholds that have gradually decreased. The patient with this lead is active on a daily basis by lifting heavy truck wheel rims. In addition, low out of range impedance measurements were noted. There was concern that there was insulation damage that could lead to a lead fracture at the clavicular area. A revision procedure was performed. This lead and the atrial lead were removed, replaced successfully and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.